Event description:
It was reported that when the device was used during a gastric bypass procedure, the physician fired it across the stomach. He noticed the stapleline was not formed properly at the distal end closest to the pin. He removed several staples from the stapleline and oversewed. Or time was extended by an hour. Additional staplers were used to complete the procedure.